Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows that the treatment was performed to 100%. There was no error message and no breaks. The energy is stable. The review of the configuration file shows the vertex distance (vd) is set as default 12. According to the log file review, there is no indication the device malfunctioned. Review of the treatment report shows a programmed refractive correction vd=0. The average vd is approximately 12mm. Entering inappropriate vd (0 instead of something around 12) causes a difference in ablation depth. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. There is no indication a device malfunction or inappropriate labelling caused or contributed to the reported event. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with an over correction following lasik treatment.. Additional information received, the customer forgot to input the correct vertex distance of 12mm and used a vertex distance of 0mm instead.